Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. The device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five years two months of post deployment, computed tomography (CT) scan of abdomen was performed as the patient had abdominal pain. The inferior vena cava filter was located within the central lumen of the inferior vena cava. The superior extent of the inferior vena cava filter was at l1-l2 space. Inferior extent superior was at l3 vertebral body. A total of six prongs had perforated the inferior vena cava with maximum distance of 3 mm. Coronal images showed 0- degree tilt and sagittal image showed 2-degree tilt posterior to anterior. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and unable to anticoagulate. Approximately five years two months post filter deployment, computed tomography (CT) abdomen was performed, it revealed that the filter struts perforated. The device has not been removed and there were no attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.